Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a shaft break occurred. Vascular access was obtained via the radial artery. The 100% stenosed de novo target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery. The lesion contained a bend that was greater tha 45 degrees but less than 90 degrees. The lesion was predilated with an unknown balloon that reduced the stenosis to 90%. The lesion was stented. A quantum maverick balloon 15mm x 2.75mm was selected for post-dilation. While unpacking the device, it was noted that the proximal shaft of the device was broken. The device did not contact the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a quantum maverick balloon catheter in two pieces inside the product pouch and product carton with no other devices. The hypotube was fractured. The proximal portion measured 66.5cm from the edge of the strain relief to the hypotube fracture site. The distal portion measured 76cm from the hypotube fracture site to the tip. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a shaft break occurred. Vascular access was obtained via the radial artery. The 100% stenosed de novo target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery. The lesion contained a bend that was greater tha 45 degrees but less than 90 degrees. The lesion was predilated with an unknown balloon that reduced the stenosis to 90%. The lesion was stented. A quantum maverick balloon 15mm x 2.75mm was selected for post-dilation. While unpacking the device, it was noted that the proximal shaft of the device was broken. The device did not contact the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.